Event description:
During a left tibia nailing procedure, the 8.5mm medullary reamer head broke apart during reaming. Surgeon was able to retrieve most of the reamer head. Surgeon completed the procedure leaving small pieces in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device has been returned. Review of the mfg records has been requested.